Event description:
After using the product my husband developed a red inflammation on his gums. The periodontist treated it with steroids but it did not clear up. Now he has to have a biopsy done (to determine if it is cancerous) . Is there some kind of chemical in the floss that is allowed in (B)(6) but not here?"